Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. However, considering the info provided and that the device was in place for over 3 months, it is feasible to say the device encountered force beyond its intended design during removal. We will, however, continue to monitor for similar situations.